Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(6).

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump may have recently been exposed to sweat. Blood glucose level was 291 mg/dl at the time of the call. No further information was provided.